Manufacturer narrative:
Correction: on initial MDR the FDA evaluation code 4114 was an error. It should have been 4117 on the initial MDR. Associated product information was not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted in the eye. The product information (lens model, diopter, lot number) was not provided. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Follow up attempts were made for more information. No further information has been provided. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).

Event description:
Following intraocular lens (iol) implantation, the patient was not happy with the results. Patient's up close and mid range vision was not good. For example, patient could not see the I-phone well enough to read a text. Patient experienced ghosting, shadows and double vision. Patient also had 0.75d residual cylinder and posterior capsule opacity. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).